Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during pull back portion of deployment steps of a 5f mynxgrip vascular closure device (vcd) an unknown sheath got stuck. The doctor deflated the balloon and removed the device. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The user was trained in the device. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, during pull back portion of deployment steps of a 5f mynxgrip vascular closure device (vcd) an unknown sheath got stuck. The doctor deflated the balloon and removed the device. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The user was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2229805 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited amount of information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.